Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026 the patient experienced nausea, vomiting, and whole body pain. The cgm reading was low, during that time and when a fingerstick was taken at an unknown moment, the blood glucose reading was 550 mg/dl. The patient went to the hospital and would have experienced diabetic ketoacidosis. Ketones would have been elevated but no specific values were reported. No specific treatment was reported but the patient was discharged after spending 2 days at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.